Event description:
The lariat was being used to ligate the left atrial appendage in a hybrid operating room. A significant effusion developed shortly after lariat was removed from the patient requiring immediate surgery. The surgeon was able to stop the bleeding and the patient was stable following the procedure. We were subsequently notified that the patient expired 9 days later.

Manufacturer narrative:
Additional information was provided by the sentreheart representative who attended the case. The procedure to capture and deploy the suture on the appendage was unremarkable and complete closure of the appendage was noted. The lariat was removed and, as the surecut was being loaded to cut the remnant suture tail, the doctor observed that the suture pulled out of the body and a significant effusion developed. A surgeon was on standby in the room and immediately attempted to locate and stop the bleeding via a pericardial window. When that was unsuccessful, a median sternotomy was performed and the surgeon was able to successfully close the tissue at the base of the appendage and stop the bleeding. The patient was reported stable following the procedure. We were notified that the patient expired 9 days later. The root cause is unknown. The laa tissue is known to be very friable. There is no evidence to suggest a device malfunction as the effusion developed following a successful ligation of the laa. A review of manufacturing records confirmed the device met specifications prior to shipment.